Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a biomed code error and alarm won't clear. There was unknown patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Top case was cracked in front left corner, bottom case was cracked in the battery department. Power up process, occlusion test (medfusion functional testing) was performed. Pump powered up with sa: maintenance is recommended, confirming the customer's complaint. The root cause was the normal alert preventative maintenance was past due. Performed pm by setting the time and date. Cleaned, greased, and calibrated the pump; device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.